Event description:
Pt's attorney alleges injuries sustained as a result of a malfunctioning ipg. The hcp explanted the device due to normal battery depletion, and returned it to the MFR for analysis reporting a "chalky while exudate." Symptoms reported include pain at the pocket site and poor healing. The hcp opted to not replace the battery due to the abnormal appearance of the tissue and to monitor the pocket site. The device was received by the MFR on may 1, 2006.

Manufacturer narrative:
Final device analysis results reveal - no output or telemetry, assumed normal eol. Battery and ins can remain hermetically sealed. This device was also sent for chemical analysis on the white foreign material. By sem (scanning electon microscope) analysis, it was determined the substance was calcium, phosphorus, oxygen and small amounts of silicon and magnesium; typically found with the calcification process. No lithium-thional chloride of the battery was found in the analysis.